Event description:
The customer reported that during operation, the fluoro x-ray suddenly stopped. He tried to reboot the system, but it did not boot up normally. Another system was brought in to complete the case. No pt injury was reported.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.